Event description:
It was reported that after installing a software upgrade to the programmer, an error message was generated while attempting to interrogate a device. It was further reported that the programmer showed that the upgraded software had not installed successfully. Attempts to reinstall the software and running the service disk did not resolve the issue. No patient complications were reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, an error code was found. As a result of this error, the hard drive was reconfigured and software was reloaded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.